Event description:
It was reported that this pacemaker was unable to function properly as per patient. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.